Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported suture detachment could not be determined. The reported treatment appears to be related to procedure circumstance. There is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported as a general comment, "more commonly at the end, if the [proglide] sutures are not keep moist, they can break before the final deployment of the knot on the vessel." The method of achieving hemostasis was not specified. The number of patients, number of devices, dates of occurrence, and patient information were not provided. As the names of the physicians were not provided by the hospital, it is unknown if the physicians had been trained in the use of the proglide device. No additional information was provided.